Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing tenderness at the upper edge of the device while playing the viola for extended periods of time and subsequently underwent a pocket revision procedure to reposition this device. This device remains in service. No additional adverse patient effects were reported.